Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for fracture of the left rod. It was reported that the left rod was broken at l5/s, so it was replaced. The rods on both sides were replaced, and the iliac screw was added for reinforcement. The level at which implant was performed is t8-il. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image assessment indicated that antero posterior x-ray tlsf fusion construct. Standing x-ray rod appears to be fractured at one side at l5 junction. Lateral view of standing x-ray. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.